Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited chronic steadily increasing impedance and threshold starting approximately a year ago. The patient noted experiencing a fall around the same time. On (B)(6) 2018, the lead was explanted and replaced. During the procedure, following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable throughout.

Manufacturer narrative:
A partial lead with the tip measuring 40.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.